Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
With in the implantation the p wave were 6.0 mv and r wave 17.0 mv. After connection of the sensia l this no p wave could see. With programming in aai was a correct function. Atrial threshold: 0.5 v @ 0.4 ms. In the ddi and ddd mode (see print-out) works the sensia l wrongly. Dr (B) (6) still above and down adapted also sensitivity. The doctor uses another sensia and the system works immediately correctly. Patient status: all right now. This device was not used. There were no patient complications reported as a result of this event.